Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing step. Customer changed the cartridge and infusion set to resolve the issue. Customer's blood glucose was 144 mg/dl.